Event description:
The pt had suffered episodes of syncope an MRI and magnetic resonance angiography revealed a left middle cerebral artery aneurysm. The MRI suggested the previous stroke could have been due to an intracranial hemorrhage or an ischemic event that converted to a hemorrhagic episode. The aneurysm was embolized with six coils. At the end of the coiling, it was noted that a coil was prolapsed into the parent vessel, but there was no restriction of flow. While attempting to place a stent to jail the prolapsed coil to the vessel wall, the protruding coil was pushed back into the aneurysm. As the coil was contained in the aneurysm, the stent was not placed. There was some residual filling of the aneurysm, but the physician decided not to place any further coils. There was no reported clinical consequence to the pt.

Manufacturer narrative:
(B)(4) coil protrusion.